Manufacturer narrative:
Review of journal article and investigation is in progress.

Event description:
It was reported in a journal article for clinical orthopaedics and related research, title "increased risk of periprosthetic femur fractures associated with a unique cementless stem design (manuscript draft)", number (B)(4), that 39 patients were implanted with the proxilock femoral component during a primary tha and were identified to have a periprosthetic fracture, post-op. Five/thirty nine patients had internal fixation, 25/39 patients had stem revisions and for the remaining 9/39 patients, no information was provided. Additionally, no further patient information was available at this time.